Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient's controller was triggering "critical battery" alarms on the power source one (ps1) port with multiple charged batteries. An elective controller exchange was performed and the reported controller was returned for evaluation. There was no reported injury as a result of this event. The batteries were not returned, but a DHR review showed they all met specifications upon release. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Although the controller passed visual inspection and functional testing, the reported event was confirmed via review of the controller log files which revealed premature "critical battery" alarms. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management. Field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. Z-1917-2015. Field safety notification, fsca apr2015a, has been taken to notify users of this issue. A follow-up field action will be taken to implement the software change per project #8046 hvad pioneer smr (software maintenance release). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is three of four reports (3007042319-2014-00738, 2015-04077, 2015-04078 and 3007042319-2015-04079) submitted for devices related to the same event.

Event description:
It was reported from the united states that patient experienced frequent critical battery alarms occurring on power port 1 of her controller. She stated that this was happening with many batteries. It was reported that the alarms did not occur when she was connected to a controller ac adapter. The patient also reported that batteries were fully charged when connected to power port 1, but would activate "critical battery" alarms shortly after being connected. Two days after the alarms, the patient was seen in the clinic where the site performed a controller exchange, despite manufacturer's recommendation to replace the batteries. The site reported that the controller exchange had resolved the issue. The patient was issued a new back-up controller ((B)(4)). It was reported that the patient tolerated the exchange well. The manufacturer has instructed the site to remove the three batteries connected during the alarms from patient use and return the batteries for evaluation. The patient has had no additional alarms since the controller exchange and at this time the site does not wish to remove the patient's batteries from use. The controller was returned to the manufacturer for analysis. No harm or injury to the patient was reported as a result of this incident.